Event description:
The customer alleged to the carefusion field svc rep that the device gave a "high p peak" alarm and it stopped ventilating. No pt involvement.

Manufacturer narrative:
(B)(4). The carefusion field svc rep evaluated and identified a malfunctioning gas delivery engine. The carefusion field svc rep repaired the device by replacing the gas delivery engine and running the device through a complete checkout per the operator's and service manuals. Upon completion the device was released back to the customer ready to be replaced back into svc. The carefusion failure analysis lab tech evaluated the returned gas delivery engine, verified the failure and determined the failure was caused by a malfunctioning inspiratory pressure transducer on the trans con alarm assembly board. Carefusion has initiated an internal corrective action request through our corrective and preventative action system address this issue. This MDR is being submitted following a retrospective review of avea ventilator complaints related to a recall being performed by carefusion on the avea ventilator.